Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an occasional loss of ventricular capture in a pacer dependent patient. The threshold at the implant was 0.7 v @ 0.5 seconds. The occasional loss of capture was noted on real-time electrograms (egms) and electrocardiograms (ekgs). Approximately two hours post-implant there was a loss of capture every 100 beats. The right ventricular (rv) output is now programmed to 6 v with consistent capture. A chest x-ray was performed before and after but there was not a change in the position of the lead.